Manufacturer narrative:
Based on the information provided the cause of the intra-operative bleeding is unknown. A follow-up MDR will be submitted if additional information is obtained. Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was not confirmed during failure analysis. The instrument was connected to the in-house harmonic ace generator and passed recognition. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively and the clamp opened and closed properly. Energy delivery test was performed and passed multiple times. No error message was observed during in-house testing. Additional findings were observed during failure analysis, but were not reported by the customer. The instrument was found to have blade damage. The instrument's blade exhibited mechanical indentations. The root cause is typically attributed to misuse/mishandling. Images that were provided by the customer were reviewed. The images showed the harmonic ace with no missing fragments. The alleged complaint could not be confirmed upon review of the provided images. A log review was performed and it was found that the instrument was last used on (B)(6) 2021 on system sk2922. No other complaints were identified for this harmonic ace instrument during a complaint history review for the site. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. This complaint is reportable due to the following: it was reported that, during the operation, the patient reportedly suffered from "a lot of bleeding." Error messages related to the harmonic ace instrument were observed during the procedure, however could not be confirmed through failure analysis. The cause of the bleeding remains unknown. There was no report of any post-operative complications.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the main machine of the ultrasonic knife was reporting that the pressure of the knife head was too large. During the operation, the patient suffered from "a lot of bleeding." The nurse pulled out the ultrasonic knife for re-testing, and the main machine of the ultrasonic knife suggested that the instrument should be replaced. There was no report of any fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.